Event description:
I recently got a prescription for contact lens for the first time. The eye doctor that issued me the lens prescription also gave me the amo moisture plus solution. Since then, I have purchased more of the amo moisture plus solution. A few weeks ago, I began having problems with my eyes. My eyes were getting very red, burning, watering, itching, blurry vision, like a mass of gunk was in my eye. My eye lids felt like they were swelling up, I felt like I had something in my eye so bad I could barely keep my eyes open especially after taking my contacts out. In the morning when I woke up, I had junk on the rims of my eye lids. It was quite painful. A few weeks ago, I stopped wearing my contacts. The severe symptoms continued for about a week, since then, the symptoms have been minor. A few days ago, I saw the news about the recall. After observing that, I have all the symptoms, I am a bit worried that I might have this thing. I decided I better report it to you. I am going to see my primary care doctor today. Hopefully, I'm ok. Thank you.